Manufacturer narrative:
The device was returned to an olympus repair facility. And an evaluation of the device was performed. Upon inspection and testing of the unit, the reported problem of no power was confirmed. The investigation is ongoing. And a supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Event description:
The customer reported, that upon inspection when preparing for a diagnostic cystoscopy. The olympus logo was displayed when the visera elite video system center was started, and the device did not move from there and did not start. It did not recover even if the power was turned on and off. The procedure was completed by replacing with similar equipment. There was no patient or user harm reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, device cannot turn on occurred due to failure of the printed-circuit (cp) board. The cause of the faulty cp board could not be identified. Olympus will continue to monitor field performance for this device.